Manufacturer narrative:
Batch review performed on 29-jan-2025: lot 2111931: (B)(4) items manufactured and released on 05-jan-2022. Expiration date: 15-dec-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.12.0024r femoral component sphere cemented size 4+ r (k140826) lot 2114604: (B)(4) items manufactured and released on 02-dec-2021. Expiration date: 21-nov-2026. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0414fr tibial insert fixed sphere flex size 4/14 mm r (k121416) lot 180410: (B)(4) items manufactured and released on 17-may-2018. Expiration date: 26-apr-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 years and 9 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised all components to gmk-hinge components. The surgery was completed successfully.